Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone and reported that they had a processor full error when using the summit and cv-190. The customer said that the two squares were black and when questioned further it was the indicator lights on the summit system. The customer rebooted the cv-190 and summit with a scope connected and had a good image. The customer could not repeat the errors. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had two indicators that were black that resulted in no image. The issue was found during sedation of unspecified procedure. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.